Manufacturer narrative:
Follow up # 1/supplemental report text 02/08/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 5:30am. The patient reportedly obtained blood glucose results of "97, 86, 110, and 102 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated she does not manage her diabetes with oral medication or insulin; however, in response to the alleged meter issue, the patient stated she continued with her usual diabetes management routine. It is not known if the patient continued to test her blood glucose with the subject meter after the alleged issue began or if the patient tested with another device. As a result of the reported inaccurate erratic issue, the patient claimed she developed symptoms of headache and blurry vision ten hours later. It is not specified if the patient made any changes to her activity level, meals, or diabetes management prior to the onset of her reported symptoms and it is not known what the patient's blood glucose result was prior to or during the onset of her symptoms. According to the csr's documentation, the patient contacted her pharmacist (at 5pm) via phone and was advised to contact lfs; it is not known if the patient administered self-treatment for her reported symptoms. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl) and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.